Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown ; PMA/510(k) number ; manufacture date ¿ unknown.

Event description:
It was reported patient underwent an initial left hip arthroplasty on (B)(6) 2015. During the procedure, the tip of a threaded 2.0mm guide wire fractured in the patient's soft tissue. Attempts to retrieve the tip from the patient were unsuccessful.